Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and limb stent graft. On (B)(6) 2016 a follow up computed tomography (CT) showed a type 3a endoleak with a component separation between the main body and the right side limb extension. On (B)(6) 2016 the physician implanted an infrarenal aortic extension to seal the endoleak. The procedure was completed and there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical evaluation was able to confirm the following events; a type 3a endoleak of the right iliac, a stent cage stenosis, inadequate right iliac overlap, a type 3b endoleak, and aneurysm sac growth. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use due to patient anatomy, possible incomplete stent expansion at implant may have led to the type 3b endoleak. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.